Event description:
It was reported that the user experienced hyperglycemia while using the ilet due to a bent infusion cannula and attempted to use a usual meal announcement as a corrective action, which the agent advised against due to the risk of insulin stacking; education and troubleshooting were completed. Symptoms included hyperglycemia with a peak of 383 mg/dl. Outcomes included no hospitalization and resolution guidance via education. Investigation included customer interview and troubleshooting related to infusion set function and user actions. Investigation of this case revealed that the high glucose was consistent with inadequate insulin delivery from a bent cannula and that attempting a meal announcement for correction constituted inappropriate use that could lead to insulin stacking. It was concluded, based on previously established findings for similar reports, that the cause was user technique and infusion set issue leading to under-delivery, mitigated by education on proper correction practices.